Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure in both eyes, reading has been difficult except in very bright lights. Letters appear to have a grey shadow around them. Driving at night for the customer is difficult. The lights look like they have "sparklers" radiating from them. The customer reports the one distance the lenses do not correct is the distance to read a computer screen. The customer is a nurse and is unable to read a mercury thermometer any longer. The customer is unable to see shiny things due to glare. Things like fastening a necklace is impossible. The customer has tried reading glasses and sunglasses without improvement. There are two manufacturer reports associated with these events. This report is for the left eye.